Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that auxiliary drawer 2.2 caused the power issue. A field service engineer (fse) tested the drawer board using a digital meter, which failed diagnostics. The drawer board and controller board were replaced, and the rowboard cable and retractor band on drawer 2.1 were reseated, restoring proper operation and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station screen was completely black, and the connected refrigerator was continuously beeping. A power cycle was performed, but the issue persisted with no display response. Indicator lights on the refrigerator temperature monitor were flashing, and all cables were verified to be properly connected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.